Event description:
It was reported that the patient suffered from system infection. The system was explanted. The patient was stable prior, during, and post operation.

Manufacturer narrative:
Correctional information: return date 11/20/17.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Correction: reporter name should have been '(B)(6)' instead of '(B)(6)'.